Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that approximately 30 to 45 minutes after initiation of support, a temporary malfunction of the extracorporeal membrane oxygenation (ECMO) system occurred. The event was characterized by a brief shutdown of the console display and a short interruption of blood flow. Following spontaneous recovery of the console, an alarm indicating loss of communication between the sensor box and the console was displayed. Immediate clinical actions were taken, including clamping of the cannulas and restoration of blood flow. The system resumed normal operation after a short interruption and continued to function without recurrence for the remainder of the ECMO support. There was no patient serious injury. The complaint sample was available for product evaluation.